Manufacturer narrative:
Product ID: 3889-28, lot# va0uptd, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's lead had fractured. They noted that the damage was on the connector, the proximal end of the contacts. Electrode 3 was fractured first, so they programmed around it, but, a short time later, none of them worked and were found to be fractured. The stimulation sensation ceased and increasing stimulation didn't bring back the sensation. It was noted that the patient had fallen directly onto their implantable neurostimulator (ins) so severely that the doctor thought they may have cracked the case. A revision did occur and the patient recovered completely. It was noted that the ins was not replaced. The date of this event was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.